Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110 and 107) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the l1 inductor was open on the computer / analog (ca) board. The cause of the code 110 and 107 is the open inductor. The root cause of the open inductor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 110 - overvoltage set and service code 107 - multiple abnormal shutdowns.